Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent epigastric hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision and recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon noted the hernia defect pushed the mesh through the defect. The hernia contents were dissected free from the connective tissue and it was excised. Adhesions of the anterior abdominal wall were taken down and the remaining defect was repaired. It was reported that the patient experienced severe pain, inflammation, adhesions, loss of appetite, stress and anxiety. Other procedure is captured in a separate file. No additional information is provided.